Manufacturer narrative:
It is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The customer reported a discrepant issue on lot# 339256. However, at the time of the investigation, retains for this lot were no longer available. As a result, lot# k338734 was used for the remainder of the investigation. Lot# k338734 is identical except for the outer packaging and labeling as lot# 339256. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. Improper techniques were identified in the complaint. These cannot be ruled out as a possible root cause for the unexpected results. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" (B)(6) 2015: inratio=1.2, repeat=3.9. Time between testing:5 minutes. Therapeutic range: 2.0-3.0. Patient self tester was unable to obtain sufficient blood sample; sample was not applied immediately after the finger stick; multiple drops of blood added.